Event description:
It was reported that the pump hit the ground and was no longer responsive. There was no reported impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.